Event description:
Baxter reports that a transfer set was leaking between the pt connector and the titanium adapter. The date of how long the set was in use is unk. The is not injury or medical intervention associated wiht this rpeort.